Event description:
It was reported that the patient sought medical attention due to a communication error with the personal diabetes manager (pdm), which resulted in hyperglycemia. Specific blood glucose levels were not reported, the patient required insulin injections as treatment. No further information has been provided. If additional information is received it will be submitted in a supplemental report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.